Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & mdrs unk bearing, MDR: 0001822565-2022-01318.

Event description:
It was reported that there was a revision for instability and wear. Initial surgery was in approximately 19 years ago but the exact date is unknown. No additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6-componenet code- suggested code: mechanical (g04) - femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. Complaint history review cannot be performed without product identification. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no periprosthetic lucencies or hardware fracture. Polyethylene lining at the level of the joint cannot be evaluated radiographically secondary to lucency of the lining. No signs of loosening, wear, radiolucency, or bone fracture detected. Bone quality appear normal. Posterior dislocation of the tibia and fibula with respect to the femur. Complaint is not confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The updated patient information did not change the original investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was a revision for instability and wear. Initial surgery exact date is unknown. The patient was revised 18 years post implantation.